Event description:
It was reported that during the implant procedure, the lead showed signs of diminishing thersholds/sensing after placement on both rv leads. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; implant damage observed; distal segment returned and analyzed.